Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, prime and no delivery tests. No excessive no delivery alarm noted. The device was received with intermittent button response due to flattened dome switch on all the buttons. Nothing is missing from the reservoir compartment. It had a scratched lcd window.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm which was resolved by a complete set change. The customer also reported that the insulin pump would not rewind all the way and then a broken piece fell out of the reservoir compartment. The blood glucose at the time of the incident was 145 mg/dl. Troubleshooting was performed. The device was returned for analysis.